Manufacturer narrative:
The device referred to in this report was not returned to olympus for evaluation. If additional information is received at a later time this report will be supplemented.

Event description:
The user facility reported that during a resection of a bladder tumor procedure, the cutting loops separated while being used inside the patient. A second device was used and also separated. It was unk if any microscopic pieces fell inside the patient. No patient injury was reported. The procedure was completed using a third device.